Manufacturer narrative:
Uinique device identifier: (B)(4). Ultra 360 positioning system (a2009) was returned for evaluation. The reported complaint was confirmed via inspection of the unit. Unit received with both the upper and lower handles out of adjustment and the shock cushions were worn. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the ultra 360 patient positioning system still moves out of position after tightening the handles and makes it dangerous to position the patient. There was no patient contact, the issue was noticed during testing.